Event description:
Information was received from a patient (pt) regarding an external device - the reason for call was caller reported pt's equipment was having issues delivering a charge to their implant for about 3 weeks, and the issue just kept getting worse to the point that they couldn't get a connection to charge the implant at all.  Caller said there hadn't been any 'error' messages when trying to recharge the implant, but the controller would keep displaying 'reposition recharger' over and over, and never began charging the implant normally. Pt had repeated the 'reposition recharger' cycle 12 times while on the phone with their rep earlier. Caller said pt could feel their implant through the hole on the antenna, so they knew that was positioned in the same spot pt had previously charged the implant from. Agent had pt hook up equipment for normal charging session; caller and pt confirmed they were still seeing the same 'reposition recharger' screen repeat over and over. Agent had pt examine their recharger cord/plug for damages; pt said the area where the cord enters the paddle looked a bit worn. Agent had caller examine the controller port for damages and they reported the pin furthest to the right didn't come down as far as the others; the pin appeared to be damaged. Pt stated they saw 'battery low, recharge implant battery soon' when examining controller. The issue was not resolved. An email was sent to the repair department to replace the controller. No symptoms were reported. Additional information received from the patient. Pt rep called back to report pt was still experiencing the same issue when trying to recharge implant after receiving replacement controller; not finding ins. Caller stated their rep thought the recharger should be replaced when rep directed caller to patient services earlier in the week, and said the recharger had been getting hot when recharging ins. Pt had been unable to charge their implant and was in pain. A new recharger was requested.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) b3: date is approximate CAPA 620188 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.